Event description:
The customer reported that an unspecified infusion was programmed at a rate of 2.5 ml/hr. It was reported that the " pump rang off volume delivered" the user noted the rate displayed as 10ml/hr. And the IV bag had approximately 15-20 ml remaining. The lipid infusion was paused, other infusions in use at the time of the event were not specified. The event occurred in the icn- intensive care unit. The facility biomed performed a test infusion and down loaded the event logs which determined the over infusion was a programming error, there are no devices coming in for investigation.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an unspecified infusion was programmed at a rate of 2.5 ml/hr. The device alarmed for neoi( near end of infusion) the user noted the rate displayed as 10ml/hr. And the IV bag had approximately 15-20 ml remaining. The lipid infusion was paused, other infusions in use at the time of the event were not specified. The event occurred in the icn- intensive care unit. The facility biomed performed a test infusion and down loaded the event logs which determined the over infusion was a programming error, there are no devices coming in for investigation.